Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that a piece of the tip broke off inside the patient. There was a minor delay in surgery and the broken piece was retrieved from the patient.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Visual inspection : the returned unit was visually inspected under the microscope. The alleged problem was confirmed the fragment of ceramic was detached from the tip, focus on the bottom corner of the tip. The missing fragment of ceramic was not included on the returned device. However the reportability rationale report stated the broken piece was successfully retrieved. Excessive wear marks observed on ceramic and a permanent deformation at the proximal end of the shaft. Functional inspection : no functional test performed due to the probe tip condition. The device was connected to (B)(4) energy box to read the activation history as part of the investigation. The e-prom box has a maximum capacity to store of (B)(4) activation instances. According to the history data from the (B)(4) reader box the probe was activated (B)(4) instance. The probable root cause/s could be by contact with another hard instrument. Excessive force used when inserting of removing probe, probe inserted into obstructed passageway or any forceful impact to the tip of the probe with rigid objects. Probe used as a tool for mechanical displacement of tissue or bone, or to pry or scrub. (B)(4).

Event description:
It was reported that a piece of the tip broke off inside the patient. There was a minor delay in surgery and the broken piece was retrieved from the patient.